Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that soon after implant of the right ventricular lead the atrial sensing dropped and there were high thresholds and impedance. It was also reported that a chest x-ray revealed that the lead had become dislodged. During the repositioning attempt, the doctor was unable to retract the helix and found that it had become caught on an abandoned lead. The lead was capped and replaced with a new lead. No patient complications were reported as a result of this event.